Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittently, the pump high and low blood glucose alerts were not audible. Customer reported that blood glucose may have been impacted by the inaudible alerts. Specific blood glucose value was reported to be in the 240 mg/dl range. Customer delivered a correction bolus to address elevated blood glucose.